Event description:
Information was received indicating that during priming, the pump exhibited an error message indicating occlusion, upstream or downstream of the filter. Per reporter a new cassette from the same lot was subsequently administered with no issue. No adverse patient effects were reported.